Manufacturer narrative:
(B)(4). Concomitant medical device: sternalock blu system plate, 8 hole jl-plate, catalog #: 73-2645, lot #: ni; therapy date: (B)(6) 2018. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported screws fractured during a coronary artery bypass grafting (CABG) procedure. The first screw fractured when the surgeon attempted to insert it during the surgery. Then, the surgeon attempted to insert the second new screw into the same hole but it also fractured. To complete the surgery, the surgeon made a pilot hole in another place on the patient's bone and changed to a new plate. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation showed that the screws are fractured, near the start of the bone threads. It was also noted that the shaft of the screw was bent. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the screw experienced excessive force during an insertion attempt. The bent screw shaft indicates that there was excessive force applied off axis during the insertion attempt. Over torquing the screw or attempting to insert the screw into a patient with high bone density may have also contributed to the failure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.